Manufacturer narrative:
The serial number of the cobas 8000 - cobas e 602 module is (B)(6). Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable hcg+beta elecsys result from one patient sample tested on the cobas 8000 e 602 module. The initial result was 6 miu/ml. This result was not reported as it was inconsistent with the patient's clinical diagnosis. The reagent kit was replaced. The repeat result from the new reagent pack was more than 8,000 iu/l. This result was consistent with the clinical diagnosis.